Manufacturer narrative:
As reported, the 7mm x 4cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used but it ruptured at six atmospheric pressure (atm). It was replaced with another balloon catheter (unknown). There was no reported patient injury. The lesion was the iliac artery which had chronic total occlusion (cto). The device was brought to the cath lab on the day of the procedure, it was stored for about three hours. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no unusual force used at any time during the procedure. The device was not kinked or bend at any time prior to inserting the product into the patient. There was no difficulty removing the device from the sterile packaging. There was no damage noted to the product packaging upon inspection prior to use. There was no resistance met while advancing the device. There were no anomalies noted during or after the device was prepped. The target lesion was the iliac artery. There was mild vessel tortuosity/angulation. There was one hundred percent stenosis. The device was used for a chronic total occlusion (cto). The balloon catheter was removed easily and intact. The device will not be returned for analysis as it was discarded. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82187027 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion may have contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; it is likely damage to balloon material occurred in the attempt to cross. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7mm x 4cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used but it ruptured at 6 atmospheric pressure (atm). It was replaced with another balloon catheter (unknown). There was no reported patient injury. The lesion was the iliac artery which had chronic total occlusion (cto). The device was brought to the cath lab on the day of the procedure., it was stored for about three hours. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no unusual force used at any time during the procedure. The device was not kinked or bend at any time prior to inserting the product into the patient. There was no difficulty removing the device from the sterile packaging. There was no damage noted to the product packaging upon inspection prior to use. There was no resistance met while advancing the device. There were no anomalies noted during or after the device was prepped. The target lesion was the iliac artery. There was mild vessel tortuosity/angulation. There was one hundred percent stenosis. The device was used for a chronic total occlusion (cto). The balloon catheter was removed easily and intact. The device will not be returned for analysis as it was discarded.